Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 4.0mg/ml at 0.1922 and clonidine 300.0 mcg/ml at 14.42 mcg/day. The indication for use was spinal pain. The event date was noted to be approximately (B)(6) 2016. A bridge bolus was programmed incorrectly. A human programming error was the issue. The secondary drug was programmed as desired daily dose of old drug when it should have been the old primary drug daily dose that should have been entered. The patient experienced overdose symptoms after a refill and drug change. The patient got an overdose of morphine and clonidine and experienced respiratory distress. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was reinterrogated and reprogrammed. The patient was admitted to the emergency room to reverse overdose. The pump was temporarily stopped and reprogrammed. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿ surgical intervention did not occur and was not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.